Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient complained of a dull pain in the center of their chest. There was a myocardial perforation of the right ventricular lead. The lead also had no capture. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.